Event description:
During a cardiac catheterization procedure, the clinician noticed that the pressure did not seem "right." The catheter was found to be "kinked and looped over" at which time they attempted to remove the catheter. After 15 minutes of manipulation, the catheter broke inside the pt and approximately 40 cm of the distal end remained in the pt. The pt was sent to an operating room for surgical removal and the remaining catheter end was successfully removed. The pt is doing well with no short term or permanent impairment resulting from this event.